Event description:
Upon completion of the procedure which included linear ebus, veran enb and conventional tbna, the patient presented with a pneumothorax of the right lung. The physician placed a chest tube.